Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the pump was not exposed to abnormal temperature conditions. Reportedly, the pump was against the customer's stomach. Customer's blood glucose level was 132 mg/dl. The customer continued using the pump for insulin therapy.